Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a lower than expected estradiol result that was generated by the access 2 immunoassay system used in conjunction with access estradiol reagents lot # 170077. The questioned result was not reported out of the laboratory. Repeat testing of the original sample was performed and produced a higher result. The results provided by the customer are shown in this report. The affect, if any, to the patient is unknown at this time.

Manufacturer narrative:
Specific patient sampling details were not supplied by the customer to date. Upon review of the customer supplied data, the customer's estradiol qc has been performing within the laboratory's established ranges. There is no indication that a field service engineer (fse) was dispatched for this event to date. This issue is currently under investigation. A definitive root cause for this event has not been determined to date.